Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that when placing the stent in the coronary artery that the stent was damaged due to calcification on the artery. No patient injury is reported.

Manufacturer narrative:
The target lesion was a densely calcified, moderately tortuous lesion in the lad. There was 90% stenosis. The device was inspected prior to use with no issues noted. Mild resistance was noted when advancing the device. Excessive force was not used. When attempting to cross the lesion, the leading stent strut became slightly lifted. The stent damage was noted when the device was removed from the patient. The lesion was pre-dilated, and a new resolute onyx crossed the lesion with no problem. If information is provided in the future, a supplemental report will be issued.